Manufacturer narrative:
There are no previous complaints on the device related to the issue. This pump underwent routine maintenance testing by "intuvie" provider where it was detected the 30 psi test failed the 30 psi test @20. The flow rate failed at deviation 6.63 & volume 15.954ml. The calibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 10/092024, znyo medical received a report that during the preventive maintenance (pm), the 30 psi test failed @20 and the flow rate failed at deviation 6.63 & volume 15.954ml. No patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 20psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).